Event description:
Healthcare professional confirmed baker grade iii

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; h.6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation, white biological tissue, wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: wrinkles (creases) are observed but have no relationship with manufacturing. No issues found related with the manufacturing process.

Event description:
Healthcare professional reported "left side capsular baker grade unknown, 'double bubble' on implant, folding and rippling". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "left side capsular baker grade unknown, 'double bubble' on implant, folding and rippling." Device has been explanted.